Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing impedances out of range during implant procedure. The physician decided to reposition the lead several times with no different result, until it was connected to the implantable cardioverter defibrillator (ICD) with values in range, but the pacing impedances still high. The integrity of the rv lead was examined and everything was es expected. It is suspected that could be related to the myocardial of the patient. This rv lead remains in service. No adverse patient effects were reported.